Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that during patient monitoring on an m300, the m300 telemetry device did not generate an alarm between 6pm and 6:30pm. The patient needed to be resuscitated.

Manufacturer narrative:
The time of the patient event was clarified as 6:37pm. The logs show at 18:37:31 that the m300 called a limit violation (hr > 120), which presents an audible and visual alarm with a yellow background at the ics. Correspondingly, at 18:39:22, the user issued an audio pause for that specific bed at the ics. Both the m300 and ics logs have supporting evidence that alarms were active, and subsequently silenced. No malfunctions were observed with draeger's products and the devices alarmed as intended to alert the user of the alarm limit violation. Therefore the draeger device could be excluded from the patient event.

Event description:
See initial report.